Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which if off label usage of the device on (B)(6) 2022. On the morning of (B)(6) 2022, the patient's spouse noticed that the patient was pale and lethargic. The patient's spouse brought the patient to the hospital where they checked her blood sugar and the value was 518 mg/dl while the cgm was displaying 218 mg/dl. The patient was provided lantus and medications for seizures. It was reported that the patient was also having seizures but it was not specified when this occurred. At the time of the report, the patient was resting and their blood glucose was 182 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which if off label usage of the device on (B)(6)2022. On the morning of (B)(6)2022, the patient was at school, experienced tiredness, paleness, and vomiting. The father's girlfriend went to the school, picked up the patient and took her to the emergency department. Upon arrival at the ed, the patient's cgm displayed 218 mg/dl, a finger stick bg was 518 mg/dl and a venous blood glucose was 605 mg/dl. The patient was treated with insulin, anti-emetic and seizure medications as the patient has a history of seizures. At the time of the report, the patient was resting and their blood glucose was 182 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.